Event description:
It was reported that the ilet touchscreen became unresponsive, and hairline cracks were observed on the screen; the user was guided to restart the pump via the mobile app, and a replacement was arranged, consistent with a device problem involving unresponsive keys or buttons and the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem was identified in relation to an unresponsive user interface and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.